Event description:
A discordant result for vancomycin was obtained on a dimension vista 1500 instrument. The customer runs this assay on two instruments simultaneously. Because the two results did not match, the customer reran the same samples on the same instruments and similar results were obtained. Only the correct result was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). Sample probe aspiration pressure readings downloaded by tsc were indicative of a sample integrity issue. The tsc instructed the local siemens team to review the sample handling technical bulletin with the customer. The instrument is performing within specifications. Further evaluation of the device is not required.